Manufacturer narrative:
Additional information received indicated a revision procedure was performed. The rv lead was surgically abandoned and replaced. It was reproted that no physical damage was noted on the lead. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise which resulted in many non-sustained ventricular tachycardia (nsvt) episodes. There were no symptoms reported by the patient as a result of the noise. The pacing lead impedance increased from 400 ohms to 1,900 ohms approximately three months ago. The pacing lead impedances were now reporting measurement of approximately 400 ohms. It was suspected that there was an issue with the conductor of the rv rate/sense portion of the lead. Boston scientific technical services (ts) provided additional options for troubleshooting.